Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator failed opcheck for defib charge button test and pacer test. There was no patient involvement.